Event description:
Elegance clinical study. It was reported that restenosis occurred. The subject underwent treatment with the ranger drug coated balloon on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion #001 was in the right distal superficial femoral artery (sfa), right proximal popliteal artery extending to right mid popliteal artery with 6 mm proximal reference vessel diameter and lesion length of 200 mm, 100% stenosis and was classified as tasc ii d lesion. Prior to target lesion, lithotripsy was performed with a non-bsc device and balloon dilation was performed using 4 mm x 150 mm, 5 mm x 150 mm, 6 mm x 220 mm and 4 mm x 150 mm sterling pta balloons. The treatment of target lesion was performed with study device, ranger drug coated balloon 6.0 mm x 200 mm. Post target lesion treatment was performed by deployment of, 6 mm x 150 mm non-bsc bare metal stent followed by post dilatation with of 6 mm x 80 mm mustang pta balloon and 7 mm x 100 mm sterling pta balloon. The final residual stenosis was noted to be 5%. On (B)(6) 2022, the subject was discharged. On (B)(6) 2022, the subject visited the hospital for staged preliminary event investigation (pei) of target limb. On (B)(6) 2022, 15 days post index procedure, 70% stenosis noted in the right sfa and popliteal artery was treated with percutaneous transluminal angioplasty and by placement of bare metal stent.

Manufacturer narrative:
(B)(6).